Manufacturer narrative:
This report originally filed as 9612169-2022-00566. The product was not returned for evaluation. The provided photo appears to have been taken from a monitor screen which caused distortion across the image. A narrow line is observed across the photo which travels from top to bottom. Unable to determine if this is an anomaly on the screen or the reported complaint. No "micro tears" can be observed. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified cartridge and handpiece were indicted. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported lens damage could not be determined. The lens remains implanted. The photo quality did not allow verification of the complaint. Dwell time was not provided. The instruction for use (IFU) instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. Instruction for use (IFU) note: during lens loading and insertion, do not allow the company intra ocular lens to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the micro tears was noted. The procedure was completed and the lens stayed in eye. Additional information received stated that same intra ocular lens was used.